Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc appeared to be leaking at the area right below the hub where the catheter is joined. The nurse noticed blood kept backing up into the line and looked like it was leaking where the connection to the stop lock was. The uvc was removed and another covidien uvc was placed on (B)(6) 2011. The baby was (B)(6) at occurrence and the catheter started leaking at 6 days. The pt passed on an unknown date from respiratory failure due to being premature. Although a death occurred, it was not related to the product malfunction.

Manufacturer narrative:
Submit date (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.